Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker was found in back-up vvi mode. Programming changes were made. Software upgrade was performed to the pacemaker. The patient was in stable condition and would be further monitored.